Event description:
It was reported that patient underwent an initial total hip arthroplasty on (b)64) 2009. Subsequently, patient was revised on (B)(6) 2010 due to the cup being too small and luxation. Patient was further revised on (B)(6) 2010 due to a malpositoned stem. Patient underwent a third revision procedure on an unknown date due to luxation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions."